Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 05/23/2016 with the following findings:investigation revealed a battery compartment crack. Investigation revealed the display screen was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack; the display screen was dim and discolored. This report is made based on results of the investigation performed on 05/23/2016.